Manufacturer narrative:
The reported event of insulation damage was not confirmed. As received, a complete lead was returned in one piece. Visual inspection insulation of the lead did not find any insulation anomalies. The inner coil was stretched at the distal region consistent with procedure damage. Electrical testing did not find any indication of conductor fractures or internal shorts.

Event description:
It was reported that during an implant procedure after the second attempt to implant, an insulation breach was observed on the left ventricular (lv) lead. The lv lead was not used. There were no adverse health consequences, the patient was stable.